Event description:
It was reported that the asymptomatic patient presented to the clinic during a follow-up in back-up vvi mode. Due to low battery status, further troubleshooting could not be performed. The pulse generator was explanted and replaced.